Event description:
Caller reported that a pump malfunction occurred after it fell in water for approximately 30 seconds. There was no adverse impact to the customer¿s blood glucose level. Customer was interested in obtaining an out-of-warranty loaner pump, and technical support decided to replace the pump.